Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 425 mg/dl. Bolus was delivered and basal/temporary basal rate increased to address bg. Customer alleged there was an issue with the pump. Customer declined tandem technical support's offer to perform a pump system check. Customer continued to use pump for insulin therapy and had insulin injections for back-up therapy if needed.